Manufacturer narrative:
Product event summary: analysis confirmed the reported power supply has a smell when first turned on but was unable to confirm that the programmer was unable to power up. Power supply found out of electrical specification.

Event description:
It was reported that the programmer had a smoke/burning smell coming from the back of the programmer and would no longer turn on. The programmer has been returned for repair. There was no patient involvement.